Event description:
It was reported by the patient¿s spouse that sometime in (B)(6) 2026, the patient was diagnosed with diabetic ketoacidosis. It is unclear if the patient was evaluated by a healthcare professional in person, or if they were admitted to the hospital. The specific event date was not provided; therefore, the event date included in this report is approximate. The spouse did not provide additional information regarding the event, and multiple good-faith efforts to contact the patient for further details were unsuccessful. No further information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.